Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, it was noted that the laser fiber was broken when the package was opened. Reportedly, the operator of the device attempted to use another laser fiber however, the procedure could not be completed due to clinical reasons. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual analysis of the returned device found the fiber was broken into two pieces. The first piece measured approximately 94 cm from the top of the connector to the break. The second piece measured approximately 186.6 cm from the break and includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was opened for use in a procedure performed on (B)(6) 2018 . According to the complainant, during unpacking and outside the patient, it was noted that the laser fiber was broken when the package was opened. Reportedly, the operator of the device attempted to use another laser fiber however, the procedure could not be completed due to clinical reasons. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.